Event description:
The previously reported occlusion of the right sfa/popliteal was treated with thrombolysis approx 5 months post index procedure. The target lesion was treated with four non medtronic pta balloon catheters and one non medtronic stent one day later. The event was resolved.

Event description:
The previously reported femoro-distal bypass right limb, amputation of the right toe that occurred 11 months post index procedure and the major amputation of the right limb that occurred 12 months post index procedure were all consequences of the previously reported occlusion of the right femoropopliteal. The investigator assessed that the events were probably related to the drug. The cec has adjudicated the occlusion event as related to the study device, not related to the procedure or drug.

Manufacturer narrative:
Results, conclusions: inherent risk of procedure ¿ (death) . (B)(4).

Event description:
The patient experienced deterioration of health and expired approximately 13 months post index procedure. Investigator assessed the event as not related to the study device or procedure. Cause of death listed as not related to vascular situation.

Event description:
During index procedure, the physician used four in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa/popliteal of the right leg. Devices were successful; however, it was reported that during treatment, a distal embolization occurred. Embolization was treated with post dilation and placement of 2 complete se stents. Approximately 4 months post index procedure, the patient experienced re-occlusion of the stents in the right sfa/popliteal. Investigator assessed that the event was probably related to the study device and study procedure. It is reported that the event is unresolved and continuing.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Evaluation conclusions: inherent risk of procedure (occlusion). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (re-occlusion). Evaluation conclusions: inherent risk of procedure ¿ (re-occlusion). (B)(4).

Manufacturer narrative:
Evaluation: inherent risk of procedure ¿ (revascularization). (B)(4).

Event description:
Approximately 11 months post index procedure, the patient suffered re-occlusion of the right sfa. Patient underwent a femoro-distal bypass right limb 3 weeks later. Event is unresolved. Approximately 10 months post index procedure the patient suffered worsening condition toe 3 right side. Patient underwent an amputation of the right toe 3 weeks later. Event is resolved. Approximately 11 months post index procedure, the patient suffered worsening condition right leg. Patient underwent a major amputation of the right limb one month later. Event is unresolved.

Manufacturer narrative:
The ae term has been updated to 'thrombotic reocclusion stent right sfa'. If information is provided in the future, a supplemental report will be issued.